Event description:
While the patient was being positioned in the reverse trendelenburg, patient started sliding off the bed. The patient was secured to the bed with velcro straps provided by the vendor which adhered to the cushion pads, but these were unreliable to withstand the position change.